Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that possible insulation damage and noise was noted on the patient's atrial lead since 2017. Programming changes were made in (B)(6) 2019. The issue was not resolved. The lead was capped and replaced on (B)(6) 2019. The patient was stable.